Event description:
It was reported that during central processing, the large hem-o-lok clip applier did not clip. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. The probable root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). Isi followed up with the initial reporter and obtained the following additional information: there was no patient involvement. The issue was discovered in sterile processing department.

Event description:
Refer to h11 for follow-up information.